Event description:
During a robotic assisted sigmoid colectomy, the speaker on the monitor facing the patient that is used to communicate with the console was cutting out sporadically. The surgeon noticed that the coagulation device was not sealing and told the physician assistant not to cut the tissue. This was not heard by the staff, including the physician assistant, who then divided the tissue resulting in a small amount of rapid blood loss that was controlled quickly. Total blood loss was 50ml.